Manufacturer narrative:
This report filed january 18th, 2016.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use. An scan (type not reported) revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2015, and the patient reimplanted with a new device during the same surgery.